Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2024. During the procedure, the balloon popped at 18mm. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.